Event description:
It was reported that pump malfunction occurred after pump came out of storage mode where it had been for several days. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction, and was advised to continue using pump and call back if malfunction code recurred, which had not happened at the time of the call.